Event description:
The hcp reported the patient had a fluid accumulation in the lumbar area with no symptoms. The hcp was unable to aspirate from the catheter. A dye study was done that demonstrated "everything worked fine." The patient ended up overdosing with decreased neurological function, slowed respirations, and a loss of tone. The pump was stopped temporarily and the patient was admitted to the intensive care unit for monitoring only. The patient was discharged to home 24 hours later and restarted on the same dose of lioresal as prior to the incident.